Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. Additionally, the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy. No additional information was provided by the customer.